Manufacturer narrative:
(B)(4). Results: aortic arch was severely angulated, weakened vessel wall. Conclusions: aortic arch was severely angulated, weakened vessel wall.

Event description:
A talent thoracic stent graft system was implanted in the patient for treatment transection in the thoracic aorta. The patient presented emergently with chest pain and a hoarse voice. The patient had been in a motor vehicle accident about 6 months ago. The review of the CT demonstrates there was a transection of the aorta. The physician believes the transection of the aorta was most likely due to the motor vehicle accident, weakening the vessel wall. The aortic arch was moderately angulated. It was reported that the proximal main device was placed at the left subclavian and the apex of the stent graft misaligned during deployment. The physician was able to correct the misalignment of the stent graft, by pulling the stent graft down, however, this resulted in inaccurate delivery of the device. (MFR 2953200-2010-01531) the physician elected to use a second device and the second device also misaligned however, was unable to correct the misaligned deployment. (MFR 2953200-2010-01532). There was a proximal seal and the decision was made not to further intervene and to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.